Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product was confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check heater line, this situation occurred during fill 1. The technical service representative (tsr) assisted the home patient (hp) as the hp needed help clearing a check heater line alarm in fill 1. The tsr found the hp only replaced the heater bag and not the rest of the setup. The tsr ended the therapy and advised the hp to reset up again with new supplies to rule out contamination. The hp would call back if the issue returned. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.